Manufacturer narrative:
Beckman coulter quality assurance (qa) confirmed that the affected staff member washed their face with water and was referred to occupational health for blood tests where blood was drawn for tests in accordance with the trust's needle stick injury policy. The failure mode is determined to be use error. The staff member was wearing gloves and a laboratory coat; however, they did not have on eye protection at the time of the incident. Attempts were made to obtain details; however, the customer did not provide further information. The results of the blood test and the current status of the staff member is unknown. Information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported that a laboratory staff member was exposed to a serum by a splash into the face when removing the pushcap from a sample tube. The affected staff member washed their face with water and was referred to occupational health for blood tests where blood was drawn for tests in accordance with the trust's needle stick injury policy. The staff member was wearing gloves and a laboratory coat; however, they did not have on eye protection at the time of the incident.